Event description:
Rn (registered nurse) went to suction premie (premature) infant in nyicu (nursery intensive care unit). She was unable to get the ballard inline suction to work. It seemed to be leaking around the suction portion of the product. A new inline suction was placed and worked properly. The event was reported to the company representative. There was no harm to the infant. Manufacturer response for inline suction, ballard (per site reporter). Company rep was notified by nursing.